Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels was 408 mg/dl. Customer reported that insulin pump was not getting the readings down even after keeps on blousing. Customer reported insulin pump was under delivering. Auto mode feature was active or not at time of event was unknown. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Case type =ngp. Customer returned device for alleged high blood glucose on event date november 15, 2022. Device passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed delivery accuracy test at 0.08730 inches. Multiple boluses were delivered and no anomaly detected. No bolus anomaly noted during testing. Device was successfully downloaded using thus and carelink. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high blood glucose. Device was cut open to perform visual inspection and found evidence of moisture damage on the electric board & motor home switch. Unit passed the force sensor zero offset test with 23.5 mv. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded home switch. No unexpected alarms/alert/anomalies noted during testing, unable to verify high blood glucose. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.